Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when did the issue occur, in the package or during dispensing (before use on patient) or during suturing (use on patient)? Intra-op, used on patient. Lot number : n/a device return status/follow up. The product was discarded by customer

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the issue occur, in the package or during dispensing (before use on patient) or during suturing (use on patient)? Lot number. Device return status/follow up.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture and needle separated. There were no adverse patient consequences reported.